Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that twenty three months following the implant of this transcatheter bioprosthetic pulmonary valve, stenosis of the valve was noted with stent fracture in multiple sites. A second transcatheter bioprosthetic pulmonary valve was implanted valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.